Manufacturer narrative:
This report is submitted on july 24, 2024.

Event description:
Per the clinic, the patient experienced wound breakdown and infection at the implant site, leading to exposure of the device. The patient was treated with antibiotics (type, date and duration not reported). The patient underwent a skin revision surgery (date not reported) and the device was explanted on (B)(6) 2024.